Event description:
The manufacturer received information alleging an everflo oxygen concentrator stopped functioning during a power outage. The patient was unable to utilize her back up oxygen supply. The patient expired as a result. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer haas completed the investigation.

Manufacturer narrative:
Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer received information from the coroner's office stating that the everflo oxygen concentrator is no longer in their possession and do not know where the device is currently. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.